Event description:
It was reported that when using the bd pyxis¿ es server patient information was not crossed over. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that patient information was not crossed over. The technical support specialist (tss) followed knowledge article medes: interface delayed/down notice to execute the script on the system. The tss connected to the server and executed a script to verify the interface status. The tss updated the required services and re-ran the script to confirm proper functionality. The system functioned as intended after the technical support specialist (tss) resolved the issue.